Event description:
It was reported that the user experienced a hypoglycemia event, with a documented blood glucose of 54 mg/dl, after announcing a meal late and for less than consumed. Investigation included troubleshooting and user education on proper meal announcement timing and avoidance of insulin stacking. Further investigation of this case revealed user-related use error involving incorrect meal size entry and delayed meal announcement. No symptoms associated to low blood glucose were reported. Outcomes included self-treatment with oral carbohydrates and subsequent stabilization of blood glucose to 81 mg/dl, without injury and hospitalization. It was concluded that the event was attributable to user technique and that education and training were appropriate corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.